Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2002, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 01-nov-2003, UDI#: (B)(4). Product ID: 8596sc, serial/lot #: (B)(4), ubd: 28-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp)via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 170.8 mcg/day) via an implantable infusion pump. It was reported that during the replacement surgery the catheter was unable to be aspirated successfully. A back table prime was performed and reconnected to the existing catheter. It was noted that the hcp did not want to change the existing catheter due to no reported problems with drug delivery. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2020-feb-06. The patient's weight was provided.